Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal artic aneurysm in 2002, aneurysm and vessel morphology at the time of implant are unk. It was reported that during a routine follow-up in about 1 year the stent graft migrated 2cm with no evidence of an endoleak. The pt returned in 2004 and the stent graft had migrated further with evidence of an proximla endoleak. The agnulation of the aortic neck was sererely cured in a "s" formation. The physician elected to explant the stent grafts at that time. Medtronic received the explanted stent graft and its analysis is pending. No additional clinical sequelae were reported, and the pt is reported to be alive.